Manufacturer narrative:
H3: product analysis:part # 5482304, lot # ct17g003 visual and optical inspection confirmed the tip of the breakoff driver has been cracked/broken. The damage to the driver is consistent with bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for unknown indication. It was reported that the break off prolock driver was faulty and led to the surgeon being unable to break off the prolock set screws, we therefore had to try and untighten the screws and change the crosslink to a different system there was no patient symptom reported. There were no further complications reported regarding the event.